Manufacturer narrative:
Pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 168 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer reported that insulin pump was dropped. Customer was advised that insulin pump would need to be replaced.